Event description:
The reporter stated the surgeon attempted to insert a 13.2mm micl 13.2 implantable collamer lens and the lens tore. There was no patient contact or injury. The back-up lens was implanted.

Manufacturer narrative:
(B) (4) - lens work order search. Results - visual inspection of the returned product found one haptic torn. A piece was torn off and missing from the other haptic. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. (B) (4).